Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. A taxus express2 2.50x24mm stent was advanced toward the rca. When the physician pulled back the stent appeared to have "flipped up" off of the balloon. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as ok.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.